Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient might have allergic reaction or infection. The rep reported that she would contact the hcp for the next plan. Additional information was received from a manufacturer¿s representative (rep) (B)(6) 2018. The rep reported that the patient had an infection. The rep reported that the cause of the infection wasn¿t determined and the healthcare provider (hcp) was administering antibiotics and monitoring progress. The issue wasn¿t resolved. No further complications were reported.